Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Product ID wr9220, serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep reported that the patient wants removal of ins today. The reason for removal was continual shocking while recharging the ins. Per hcp, they instructed the patient to use clothing between the skin and recharger. The patient reported nothing helps - using belt, layer of clothing. They offered the patient to replace the ins with a primary cell battery and the patient refused. They just wanted the ins removed. The caller reported the patient never had gotten good therapy benefit since being implanted (previous history of stimulators). The caller became aware of removal today. Additional information was received from a manufacturer representative (rep). The rep reported that the patient said they didn't feel like their stimulator worked well for them. The rep noted that they did not have clarification on what "well" meant. The patient did not want to replace the rechargeable device with a non-rechargeable. They just wanted the device out.

Manufacturer narrative:
Analysis of the ins nmf708782h revealed the device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported having a hard time connecting to charge ins. The recharger would connect with the ins and show charging briefly then will lose connection. The patient does not move the recharger when this occurs. They also reported getting shocked when charging. The patient stated they have to keep moving recharger to try to connect and every time they move the recharger it is shocking them. They were charging using the belt. Patient services reviewed recharging best practices and reviewed to charge over clothing. Patient services walked the patient  through trying to charge the ins on the call. The pt stated they were charging over a shirt on call and reported still feeling "a little tinge" when charging over clothing. The patient clarified the "tinge" feels like they are being shocked and they are "jumping", and stated it is "like a really bad stinging pain". Patient services asked for location of where shocking was occurring. The patient stated they couldn't explain the location and stated it was painful. They later clarified stinging was at the implant site when charging and stated it doesn't move with repositioning the charger. Patient services recommended that the patient add more clothing between the recharger. When they tried to charge last week it was "acting stupid" and was stinging. They tried to charge ins for the last 3 days and the ins died due to not being able to charge due to these issues. The patient stated they really needed the ins on. Eventually, they were able to turn therapy back on. After they turned therapy back on, they went back to trying to charge ins and reported "it was shocking me too bad". They  clarified it was causing a shocking, stinging, and burning sensation at the same time at implant site. The patient stated this happens right away when trying to charge. They would get charging with good connection briefly that would change to searching again. They confirmed they weren't moving recharger from ins when this occurred. They were sitting and holding recharger on the call. The patient confi rmed that they could feel the ins well when palpating. The patient stood up on the call while holding recharger on ins and stated they were able to connect to charge with good connection. The ins was at 10%. The pt continued to feel the "tinge" sensation when charging as noted above and stated it was uncomfortable, but they did not want to stop charging since this was as much as they were able to charge. The ins increased to 20%, but then it started searching again. The patient confirmed they did not move and were holding recharger with two hands. They got the belt out and confirmed that they were able to start charging ins again. They could still feel stinging when charging the ins over pajamas with belt. The stinging felt like "a little pain where the incision is". They could feel "something shoot down my buttock" and stated it is "like an aching". Pt then stated they lost connection again without moving the belt and later stated it connected again with good connection. It was stinging at the implant site that was uncomfortable, but stated it's not as bad. They stated that the recharger was getting hot. Patient services recommended that the patient discontinue charging and follow up with their healthcare professional (hcp). The patient mentioned the first two times they charged ins they laid on top of recharger on bed and stated the recharger was a little warm, but wasn't stinging or shocking them like it was this time. The patient stated when they charged laying on bed they were able to charge fine. They mentioned that the communicator connects with ins fine. They have follow up appointment. With their hcp next week. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.